Event description:
It was reported a guidewire fracture occurred, requiring additional intervention. A rotawire drive and rotapro were selected for use during a percutaneous coronary intervention (pci). During treatment in the distal right coronary artery with the rotapro, the rotawire fractured in the vessel. The detached portion of the device could not be removed and additional intervention with a coil was required.